Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient experienced inappropriate high voltage therapies while at home. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Correction: consumer should have also marked for g2.